Event description:
Complainant alleged that medics analyzed patient and the device advised shock for a non-shockable pulse-less electrical activity (pea) heart-rhythm. Upon arrival on the scene, the medics found the patient unconscious and vital signs absent (vsa) and attached the device to the patient via multi-function electrodes. The medics initiated an analysis of the patient and received a "shock advised" determination for a highly variable rhythm. The medics then administered a 120 joule shock to the patient and converted the heart-rhythm to what the medics determined to be a non-shockable rhythm. The medics then transported the patient to a nearby medical facility where patient care was transferred to the hospital. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.